Event description:
The customer reported that the system will not switch from normal to mag mode. The collimator does not move, and they get a collimator stuck error. This happened yesterday before a procedure. Another system was used for the other procedures.

Manufacturer narrative:
(B)(4). The ge service rep removed and replaced the control panel encoder pcb. He performed a collimator calibration. The system is functioning as intended.